Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up arrow and down arrow keypad buttons were unresponsive. There was no reported patient impact as a result of the alleged malfunction. There is no additional information available at this time. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/08/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow and up arrow keypad buttons were intermittently unresponsive. The contrast and ok keypad buttons responded appropriately. All keypad buttons do not have normal spring back or click. There was evidence of keypad contamination found under the key contacts.